Manufacturer narrative:
This complaint has been evaluated. No sample or picture was provided. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1713714 - gentlecath glide male ch14 and manufacturing lot # 3f00956 in amount (B)(4) pieces in june 2023 on packaging machine p006. Water sachets in question were produced on water sachet automat a501 - lot # 3e02792 (produced in may 2023) and lot#3c05806 (produced in march/ april 2023). During production of water sachets had not been opened any nonconformity. Burst test - burst strength is a part of in process inspection. The burst strength should be within range 60-160 n. The water sachets are taken from each cavity. All water sachets tested met the test requirements. After production water sachets had been 100% visually checked. All water sachets tested met visual test requirements. Also, according to work instruction for packaging of gentlecath glide catheters water sachets are visually inspected and cannot show any signs of leakage. Review of DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No similar complaint was received to lot # 3f00956 and malfunction code uca-pmc12.06 pre-filled syringe or lubricating jelly has leaked in pack. This issue will be monitored through the post market product monitoring review process, (B)(4). Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
End user reports unknown qty of total 60 catheters were defective. "Hydrophilic packets were discolored and ended up leaking". There was no adverse affect to the patient.